Manufacturer narrative:
No files have been received by the manufacturer for evaluation. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in a cranial procedure, an alleged inaccuracy occurred during initial shunt placement. The shunt position was immediately revised and the surgery was completed. There was no impact to pt outcome reported. A non-medtronic product, an elevated tripod cap, not tested to be compatible with the medtronic navigation system, was used in the procedure.